Event description:
Healthcare professional reported, right side rupture. And removal of textured implants, due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, brown particles on the surface of the shell, broken plug strap. Leak test was performed, and found opening on posterior. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture, and removal of textured implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture, and removal of textured implants due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, and removal of textured implants due to concern with the product. Device has been explanted.

Manufacturer narrative:
Corrected data: h1. Clarification to h1: death was inadvertently reported in previous submission. This event is classified as a serious injury.